Manufacturer narrative:
(B)(4). D10: medical product: psn mc ve asf r 10mm 8-11/gh: catalog#42522100910, lot#64973143; psn tib stm 5 deg sz g r: catalog#42532007902, lot#64821923. G2: foreign: australia. H6: proposed component code: mechanical (g04) - femur. Customer has indicated that the product will not be returned to zimmer biomet for investigation per hospital policy. The investigation is in process. Upon completion of the investigation, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial total knee arthroplasty. Approximately four (4) years and four (4) months post-implantation, the patent underwent revision surgery due to stiffness. All components were replaced without reported complication. It was further reported that all available information has been provided.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been updated: b4; b5; g3; h2; h3; h5; h6; h10; h11. Visual examination of the provided picture identified an explanted articular surface, femoral component, and stemmed tibial tray. The femur and tibia show bony ingrowth attached. All devices have biological components, such as blood, attached. Medical records were not provided. The device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. Reported event was unable to be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.